Event description:
It was reported that guide wire tip detachment occurred. During preparation of a 300cm, 8cm v-18¿ control wire¿, it was noted that the tip of the device was missing. For safety considerations, the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).